Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were found. Based on the visual exam and functional testing, the reported complaint could not be confirmed. There were no issues found with the returned sample. The device functioned as intended.

Event description:
Customer complaint alleges "the adaptor didn't fit the aquapak bottle enough, so the bottle fell down during use". Alleged event is reported to have occurred during use. There was no report of patient harm. It was reported there was no medical intervention necessary. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device has not been received by the manufacturer at the time of this report. There was no photo provided for review. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed due the lack of the device sample to perform a proper investigation and determine the root cause. If the sample becomes available this investigation will be updated with the evaluation results. The personnel of the assembly line were notified on (B)(6) 2017 for awareness.

Event description:
Customer complaint alleges "the adaptor didn't fit the aquapak bottle enough, so the bottle fell down during use". Alleged event is reported to have occurred during use. There was no report of patient harm. It was reported there was no medical intervention necessary. Patient condition reported as "fine".